Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that due to loss of communication auto mode feature was not active at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer was already treated with manual injection. The customer reported that they received loss of communication. Customer assisted with troubleshooting for reprogramming the transmitter with the wireless connection process. It was unknown that insulin pump was on auto mode. The insulin pump will not be returned for analysis.